Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent was badly attached to the balloon. A 9.0x30x135cm express¿ ld vascular stent was selected for use to treat a lesion. However, it was noted that the stent was badly attached to the balloon catheter. The device was never used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the delivery system was returned for analysis. The stent was fully crimped onto the delivery system. Visual and microscopic examination was performed on the returned delivery system. The balloon was tightly folded and had not been subjected to positive pressure. The stent was returned fully crimped to the balloon material in the correct position between the proximal and distal markerband. The stent was undamaged. The stent was not free moving on the device and it could not be moved on the balloon material by the investigator during analysis. No damage or any issues were noted with the delivery system or stent that could have contributed to the complaint incident. A visual and tactile examination was performed on the shaft. No damage or any issues were noted with the shaft that could have contributed to the complaint incident. A visual and microscopic examination was performed on the returned delivery system. No damage or any issues were noted with the markerbands or tip that could have contributed to the complaint incident. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that a stent was badly attached to the balloon. A 9.0x30x135cm express ld vascular stent was selected for use to treat a lesion. However, it was noted that the stent was badly attached to the balloon catheter. The device was never used inside the patient. No patient complications were reported.